Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking event on (B)(6) 2024. The tape stopped sticking and detached from the patient stomach on fourth day of use. No further information available.

Manufacturer narrative:
(B)(6).